Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va0rnng, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator it was reported that the patient came to the health care professional office to check their device and impedance check showed miscommunication between several electrodes, all except c1, c2, c3, and c0. The current programs patient set on include electrode pair that shows miscommunication as of (B)(6) 2016 and patient refused and adjustment made at the time it was reported. However patient had been well for over a year on current program despite impedance trouble but now she reported return of symptoms of leakage. Patient was reprogrammed to new pairs that show no impedance trouble on program on programmer 2 . On (B)(6) 2016 the health care professional changed all programs to case paired electrodes and turn down on all current program and no more leakage was reported. Resolved without sequelae (B)(6) 2017. It was noted that the event was related to the device or therapy, not related to the implant procedure. No further complications noted or anticipated